Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he could not establish communication with the ipg using the charging system and has lost stimulation. The programmer displayed a 'ipg battery low, stim off' message. Troubleshooting identified the ipg being inoperable. The pt will consult with the physician on the next course of action.